Event description:
A customer reported that an unexpected negative reaction was obtained on the 3-cell screening assay on galileo echo (B)(4) for a patient sample with a history of having anti-k.

Manufacturer narrative:
A review of the image files showed negative reactions in all 3 test wells as reported by the echo. A drip check error occurred approximately ninety minutes prior to the patient sample being tested. An immucor field service engineer performed the unexpected reactions checklist and adjusted the washer residual volume. The instrument is operating within specifications.